Event description:
Rn in employee health states that the environmental services aid was seen in employee health in 2001 for symptoms of rash, redness, and hives after wearing the gloves. The employee was diagnosed with a latex allergy. The aide was treated with benadryl, hydrocortisone cream, and a medrol dose pack. As far as the rn knowns, this employee is now doing fine.